Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum, material inside the ventricular ring set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during an explant procedure for device reaching eri, there was an issue disconnecting the rv lead the device. The rv lead was damaged in the process; hence, was capped and replaced. Patient was not dependent. The patient was in stable condition.